Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 202 mg/dl after the ilet was paused for approximately one hour; the user had been in range prior to the pause, and the agent offered follow-up which the user declined. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to attribute a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.